Event description:
The patient was seen in clinic to reprogram his implantable neurostimulator to provide more stimulation coverage to his feet. Device interrogation revealed out-of-range impedances on 5 of the 8 electrodes. Reprogramming was unsuccessful in improving coverage without also producing intolerably high stimulation in his legs. The hcp suggested injections and lead repositioning using a retrograde approach to capture more of his foot pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).